Manufacturer narrative:
Added expiration date. Added device manufacture date: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the valve-in-valve procedure was due to severe aortic insufficiency of the bioprosthetic valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the replacement was also due to elevated gradients. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 24 days post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. The reason for replacement is unknown. No additional adverse patient effects were reported.